Event description:
It was reported that the customer had bent cannulas. It was also mentioned that the insulin pump alerted sensor end. The customer also stated that their sensor glucose reading and their blood glucose readings are over a 100 points off. No troubleshooting occured. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.